Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Event description:
The patient was implanted with a left ventricular assistance device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of weakness and dizziness for over one week along with dark stools for three days. Hemoglobin and hematocrit (h&h) on admission was 6.6 g/dl ad 22.5 g/dl and the patient was transfused with 1 unit of packed red blood cells (prbcs). H&h only improved to 8.8 g/dl and 27.6 g/dl so the patient was started on IV of protonix. On (B)(6) 2018, the patient's h&h fell to 6.5 g/dl and 22.2 g/dl and the patient was transfused with another unit of prbcs and h&h improved to 8.9 g/dl and 27.8 g/dl. A video capsule endoscopy on (B)(6) 2018 revealed no active signs of bleeding and the patient was discharged home on (B)(6) 2018. No additional information was provided.